Manufacturer narrative:
The facility has not reported any problems with this device, and continues to use this device. Based on the patient's condition at the time of the examination, it is not considered to be a injury caused by this device.

Event description:
After exposure of the right breast, the patient lost consciousness while preparing for exposure of the left breast. The technician was unable to support the patient, and the patient fell and bled from the head. The patient was rushed to another medical facility for examination. It was determined that no sutures were needed for the head injury, but the patient was hospitalized overnight as a precaution. The patient appeared to be unwell before the examination, and the technician recommended that the examination be cancelled, but it was initiated at the patient's request. While preparing to expose the left breast, the patient was in a cold sweat. The technician said the inspection should have been cancelled.